Event description:
Additional information was received from the patient stating that the circumstances that led to the issue were experiencing acute pain when turned up the unit and were unable to turn it down. Patient confirmed that the issue has been resolved now and thanked medtronic for speedy replacement.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller for a pain stimulation implantable pulse generator exhibited multiple issues, including the controller screen flashing on and off, the controller randomly shutting off, memory problems and data loss, and failure to stay on when the button was released. Additional problems included the screen flashing very bright before turning off, intermittent functionality when pressing down on the battery pack, and two connector pins inside the battery compartment being bent or damaged. The patient experienced stimulation levels that were too high, causing pain when going to sleep, but was able to adjust the controller to reduce the stimulation and alleviate the pain. A visual inspection of the controller and battery pack was performed, confirming the bent or damaged connector pins. A request was sent to the repair department to replace the controller. No patient complications have been reported as a result of this event.